Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An additional cut into the insulation was found 39.5 cm proximal to the lead tip. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported dislodgement. The fixation helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.